Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the balloon instrument was connected to the electromagnetic localization (axiem) box where a green light indicated a positive connection but the balloon did not show up on the navigation screen. It was noted that other balloons and instruments used on the same case worked fine. There was a delay of 10 minutes due to the issue and it happened intra-operatively. There was no impact on patient outcome. The representative (rep) stated that the balloon instrument was unplugged, plugged in again then unplugged to be plugged into another port but it did not resolve the issue. Another balloon was used to complete the procedure.

Manufacturer narrative:
H3/h6: the balloon seeker was returned for analysis. Analysis found that the seeker was not identified when connected to a known good system and would not track and displayed red status only. Codes b01, c02, and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.